Event description:
Same case as MDR ID 2134265-2011-05481. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became entangled with the guide wire. The 100% stenosed target lesion was located in a non-calcified and moderately tortuous left anterior descending (lad) artery. The apex monorail 15mm x 2.50mm was used with a pt2 moderate support 185cm str guide wire. The catheter and the guide wire became entangled while inside the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the pt2 guide wire became entangled with outer shaft of apex catheter while inside the patient. Both the pt2 and the apex were removed together.

Manufacturer narrative:
Updated: describe event or problem. Age at time of event 18 years or older. (B)(4).